Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], loss of balance [balance disorder], dizziness, tingling in hands, arms, legs and feet [paraesthesia], numbness in hands, arms, legs and feet [hypoaesthesia], burning in hands, arms, legs and feet [burning sensation], pain in hands, arms, legs and feet [pain in extremity], weakness in hands, arms, legs and feet [muscular weakness], symptoms caused left arm break, fracture right arm [upper limb fracture], symptoms caused left arm break, fracture right arm [upper limb fracture], symptoms caused fracture of pelvis [pelvic fracture], symptoms caused fracture of right shoulder [upper limb fracture]. Case description: an attorney reported that their adult female client, now age (B)(6) years, used fixodent denture adhesive, version unk cream beginning in 1982 to the present and used super poligrip denture adhesive cream beginning in 1966 to the present and reported the following: profound and permanent neurological injuries and severe and permanent physical injuries. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided. On (B)(6) 2011 received attorney's follow-up letter: the attorney reported additional symptoms of zinc toxicity, extensive nerve damage, loss of balance, dizziness, tingling in hands, arms, legs and feet, numbness in hands, arms, legs and feet, burning in hands, arms, legs and feet, pain in hands, arms, legs and feet, weakness in hands, arms, legs and feet, symptoms caused left arm break, fracture right arm, symptoms caused fracture of pelvis, and symptoms caused fracture of right shoulder. The case outcome was not recovered/not resolved. No further information was provided.